Event description:
An author of a literature article reported 3 cases of lens tilt of less than 5 degrees following an intraocular lens (iol) implant procedure. The objective of the study was to observe the visual quality and capsular stability after implantation of an intraocular lens in cataract patients with corneal astigmatism. Following surgery, patients were satisfied with the surgical effects and there wer no reports of visual complaints. None of the patients required readjustment of the iol position. The conclusion reported that the iol implantation of this device proves to be effective, safe, and stable method of managing corneal astigmatism in cataract patients and provides patients with good visual quality. The iol demonstrates excellent rotation and centration stability. Additional info has been requested. There are three medical device reports for associated with this article. This report is for the lens tilt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Luo l y., jan 2014. Observation of therapeutic effect of arysof toric iol for corneal astigmatism correction in cataract patients; international sci, vol. 14 no. 1. Additional info has been requested. (B)(4).